Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the insulin printer need information received from station. A technical support specialist (tss) completed the printer setup by logging into carefusion admin, confirming the printer installation, and verifying the correct universal serial bus port assignment. Printer properties, printing preferences, and media settings were properly configured, and a test page was printed to validate correct operation. The internal thermal printer was confirmed as the default printer, settings were verified under the carefusion admin login, and usb power management was checked to ensure power-saving options were disabled. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the insulin printer failed to receive information from the medstation. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.